Event description:
My mcghan textured round breast implants, lot numbers 555915 and 556341, catalog number 25-68211, implanted on (B)(6) 2002 developed capsular contraction, which dr. (B)(6) discovered on (B)(6) 2014 while doing a breast exam. Insurance refused to cover any further exploration, treatment or remedy. I just had a breast MRI on (B)(6) 2022. I am pursuing the issue further and paying a lot out of pocket to do so, since the problem has worsened and it may be related to some other current health problems I'm having. I plan to see a breast surgeon as soon as possible. FDA safety report ID# (B)(4).